Manufacturer narrative:
Add'l serial/lot#: (B)(6) (9.5 mm). Cylinders were returned and analyzed. Analysis rated cylinders as performing within spec.

Event description:
On (B)(6) 2011, the physician attempted to implant an ams spectra penile prosthesis. It was stated, "difficulty placing second 12 mm cylinder/rod - defaulted to 9.5 mm, crossover may have occurred, suspected urethral trauma/perforation - case aborted."